Manufacturer narrative:
Product complaint number: (B)(4). Investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1a301 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was requested, but was unavailable: did the fixation feature broke before the surgery pre op or during the surgery intra op? The fixation tab had come off before use. No further information is available. Lot number? No further information is available. Procedure name? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - 2360 g /m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the tab became detached from the suture before use on the patient. There were no patient consequences reported. Additional information was requested.